Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found the outer lumen had a 1cm tear approximately 13cm from the port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. It was not possible to test the inflation capabilities of the balloon due to the severity of damage to the outer lumen. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The more than 90% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was pressurized normally; however, it burst before reaching 6 atmospheres. The procedure was completed with a different device. No patient complications were reported. It was further reported that the moderately tortuous and mildly calcified target lesion was 80% stenosed. The balloon ruptured when inflated for 1 to 2 seconds. The balloon was completely removed from the patient according to the normal step.

Event description:
It was reported that a balloon rupture occurred. The more than 90% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was pressurized normally; however, it burst before reaching 6 atmospheres. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The more than 90% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was pressurized normally; however, it burst before reaching 6 atmospheres. The procedure was completed with a different device. No patient complications were reported. It was further reported that the moderately tortuous and mildly calcified target lesion was 80% stenosed. The balloon ruptured when inflated for 1 to 2 seconds. The balloon was completely removed from the patient according to the normal step.

Manufacturer narrative:
B5 - describe event or problem: updated.